Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On the same day the sensor was inserted, the patient and her daughter were on their way home when she saw that the cgm was alerting for low and she was feeling sweating and shaking. The patient self- treated with juice (15 g of sugar). When they arrived home, she experienced seizures. Her son called the paramedics and when they arrived, they took a bg reading which was 30 mg/dl and the cgm reading was low. The paramedics treated the patient with dextrose (IV). At the time of the report the patient was feeling okay. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.